Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
While inserting the lens into the eye, the leading haptic bent in the delivery device. The lens had to be cut out to remove and replace the lens. No patient injury.